Event description:
It was reported pt had a micl 12.6mm implantable collamer lens implanted in the left eye (B)(6) 2008. As part of the (B)(4) study, the pt reported developing a cataract. Icl remains implanted. Further info has been requested, but none has been forthcoming. If further info is received a supplemental medwatch will be submitted.

Manufacturer narrative:
Evaluation: method: lens work order search. Medical review. Results: a lens work order search was performed and no similar complaints were found within the same work order. Medical review - the icl is indicated in pts (B)(6) years of age. There is a much greater risk of cataract in pts over 45 years of age post icl implantation. The pt in this case is (B)(6) years of age. Anterior subcapsular cataract is a labeled complication in the implantation of an icl. Cataract extraction may be necessary if vision is compromised, to preclude include in severity of the condition. If the condition is non-progressive, the surgeon may opt to leave the icl, especially when there is no decrease in visual acuity. In the u.s. (B)(4) clinical trials, (B)(4). Cataract extraction was performed in these cases and visual outcome was good. Conclusion - (no conclusion can be drawn): based on the complaint history and work order search and medical review, a specific root cause of the event could not be determined. (B)(4).